Event description:
It was reported that a t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter. There was no reported adverse impact. The customer attempted to charge the pump for 30 minutes as advised, but the charging connection was not recognized. Customer was able to charge with secondary charging cable and wall adapter.